Event description:
Breast implant illness. Some of the things I've had: dry and irritated eyes, butterfly rash, joint pain, muscle pain, raynaud's, wacky periods, ocular migraines, moody/depressed/anxious, cold sores, heart palpitations, dizziness, weakness, white crystallized/granular substance (imagine fine salt) coming from my right eyebrow, white gunky eyes, easy bruising, neck, back and shoulder pain, stomach issues, low libido, seasonal effective disorder, breast pain, cherry angiomas, numb arms, sciatica, brain fog, cold all the time, body tingling, hot flashes, hypothyroidism, frequent utis, a lot of food intolerances per allergy test, photosensitivity, smell/chemical sensitivities, and I was diagnosed 3 years after implants place with connective tissue disease. I am sure I am missing more. Reference report: mw5151326.